Event description:
A user facility reported a defective intraocular lens (iol) that was noted when the package was opened. There has been no report of patient impact/injury associated with this event.